Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's complaint was confirmed. Foreign material was found in the device. Based on the results of the investigation, foreign material in the device could not be identified, there was no physical damage where the foreign material was found. And there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU) sections below: IFU states, the detection method in gif/cf/pcf- 290 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventative measures in gif/cf/pcf- 290 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.